Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient reported that he felt a shocking sensation go to the bottom of the foot. The patient checked therapy status and confirmed that it was on. The patient was directed to track the occurrences and keep track of what he was doing prior to experiencing any shocking. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the shocking sensation hadn¿t happened lately. The patient reported that nothing was done to resolve the shocking sensation. The patient reported that the shocking sensation was resolved for the time being. No further complications were reported.